Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor smooth round moderate profile 325cc, catalog number 3501650, serial number (B)(4), lot number 6602971 (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 325cc on the right breast implant and with saline mentor breast implant of unknown type on the left breast implant and experienced capsular contracture baker grade IV and deflation on the right breast implant and a capsular contracture baker grade IV on the left breast implant. As a result, the patient had undergone removal and replacement with mentor siltex 425cc round high profile implants on (B)(6) 2017. The patient had been in a stable condition after the surgery. This medwatch is for the left breast implant. The right breast implant would be reported separately.